Event description:
Healthcare professional reported that approx 16 months post implant, the valve was removed due to stenosis and thrombus/pannus formation that was seen at the right coronary cusp at the outflow-side of the valve. The valve was returned for analysis.